Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing failure occurred on (B)(6) 2023 for wearable with serial number (B)(6) . However, wearable with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and was not found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. The reported event of pairing failure is reportable based on the probable cause of the signal loss was determined to be the transmitter and display device were unable to restore the connection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be the transmitter and display device were unable to restore the connection. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.